Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus france (ofr). Ofr sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the subject device tested positive for gram-positive bacteria (1cfu) and staphylococcus coagulase negative (3cfu). The testing result cleared the french guideline. Ofr checked the subject device and found followings. - the light guide lens was chipped. - there were scratches on the objective lens. - there were scratches on the distal end cover. - the glue of the bending rubber had wear and tear / peeled off. - the angulation was low and had play. - there was the insulation problem. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Suction channel: pseudomonas aeruginosa (53 cfu/endoscope) and burkholderia cepacia (1 cfu/endoscope). The device had been reprocessed with a non-olympus automated endoscope reprocessor, wd440 adaptascope (wassenburg), using peracetic acid. There was no report of infection associated with this report.